Manufacturer narrative:
This report is submitted on september 4, 2019.

Event description:
Per the clinic, the patient experienced skin irritation at the implant site. Subsequently, the patient underwent revision surgery on (B)(6) 2019, to excise excess skin at the implant site. Following revision, an antibiotic ointment was applied to the site.